Manufacturer narrative:
Investigation details: visual inspection shows that the foot is detached from the stabilizer arm in the package. The complaint is confirmed. The manufacturing personnel will be notified.

Event description:
The hospital reported that during the inventory check, the foot on the stabilizer had detached in the package. No patient involvement was reported.